Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when during procedure, high, out of range, low voltage lead impedance issue was observed. The lead was not pacing. Physician attempted to reposition the lead however was unsuccessful. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
Correction: the lead impedance was normal. - should not have coded for high impedance.